Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured in a pinhole form at the proximal part upon the first inflation at 10 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of same device there was no patient complications reported, and the patient was in good condition after the procedure.